Event description:
It was reported that, while on a patient, the ventilator stopped. The patient was removed from the device and switched to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer(cse) replaced gui central processing unit(cpu) and backlight inverter printed circuit boards(pcb). The cse ran all calibrations, est, sst, and pvt which were then passed per the manufacturer's specifications and the ventilator was returned to the customer.